Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: luo, x., zhao, m., wang, x., jiang, m., yu, j., li, x., & yang, l. (2019). Long-term patency and clinical outcome of the transjugular intrahepatic portosystemic shunt using the expanded polytetrafluoroethylene stent-graft. Plos one, 14(2). Doi: 10.1371/journal.pone.0212658.

Event description:
It was reported in an article in the journal of plos one titled " long-term patency and clinical outcome of the transjugular intrahepatic portosystemic shunt using the expanded polytetrafluoroethylene stent-graft " that in a retrospective study of 495 patients who underwent transjugular intrahepatic portosystemic shunt (tips) with the fluency stent-grafts between december 2011 and june 2015, one patient died during the transjugular intrahepatic portosystemic shunt (tips) procedure due to cardiac arrest.